Event description:
It was reported the rv lead was explanted and replaced, due to high impedance and apparent fracture. No patient complications were reported as a result of this event.

Event description:
It was reported the rv lead was explanted and replaced due to high impedance and apparent fracture. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: distal conductor fractured. Distal segment returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.